Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is february 22, 2017.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 and 50 mg/dl at the time of the incident and 225 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. Customer will return device for analysis.